Event description:
It was reported that while attempting to place a stent in a moderately calcified rca, the stent would not cross the lesion. Upon removal of the delivery system through the guiding catheter, (contrary to the IFU), the stent was missing. The stent was located on fluoro in the ostial rca. The pt became hemodynamically unstable and was taken to surgery for a bypass to the rca.